Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm in diameter with a length of 20 mm. There was severe calcification on the left side. The CT revealed severe calcium at left common femoral and left external iliac arteries. The physician used an 8 mm and 10 mm pta balloons to pre- dilate. After that a 14 f dilator was used to confirm vessel patency. The endurant 16/13/156 delivery system was successfully inserted and deployed the stent graft without complication. It was reported that the final angiogram showed the left external anatomy was compromised. The physician felt it was necessary to perform a left ileo-femoral endarterectomy using a bovine pericardial patch. This was performed without complications. The physician stated the cause of the event was the severe calcium in left common femoral as well as in the left external iliac artery. There were no issues with product. No additional clinical sequelae were reported.